Event description:
During abbeymoor medical review of a physician provided cystoscopy video, the device manufacturer observed a complete device migration. The device was initially positioned in 2008, and removed by cystoscopy on approximately 2008. The physician stated the removal was simple and the device came out well. Indication for use is post acute urinary retention.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history records (DHR) for the relevant spanner lot revealed no indication that the device used did not meet specifications. Physician feedback indicates the patient was able to urinate at the time of device removal. When attempting device removal, the physician couldn't find the retrieval suture and discovered the device migrated into the bladder. A cystoscopy was performed. This form FDA 3500a is being submitted after the required 30-day time frame in response to recent interactions between abbeymoor, the office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (Abbeymoor initially determined that an MDR was not required for this event based on results of a clinician-based risk assessment).